Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the saline vial, in the tray, was broken when the physician opened the tray. No report of a patient/user injury.